Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Nebulizer has worked fine, then simply stops output and never works properly after.